Manufacturer narrative:
(B)(4). Batch # n56m0x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a robotic prostatectomy procedure, staplers used for transection of vascular bundle. First stapler appeared to lock out with gst60w reload. Tried the reverse switch, would not open; used ratchet to open. Another stapler/reload was used. Stapler fired, but did not appear to transect. Jaws partially opened, but would not fully open, or unarticulate. Robot undocked, all instruments were removed, and trocar/stapler removed while articulated. Visual inspection of device shows damage to anvil, stapler shaft. Heat was noted by touch to battery area. Manual device was used to complete the transection.

Manufacturer narrative:
(B)(4). Batch # n56m0x. The analysis results found that one plee60a device (b) was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The cartridge was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No functional test was performed due the condition of the device. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device closed and opened as intended during testing. Event could not be confirmed as the device was fired in the articulated positions and no articulation unlocking was noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.